Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged the pump "jolted" the patient. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-apr-2019 with the following findings: a review of the pump¿s black box or histories showed no activity related to event. There was no data in the pump histories from the time of the reported issue due to continued use. During testing, the pump successfully completed the rewind, load cartridge, and prime steps and the pump was exercised for 12 hours with no issues. The pump performed within required specifications. The complaint was not able to be duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.